Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device has gone into the stop mode without providing an error message 3 times while the patient has been sleeping. The patient's mother heard the infusion device beep and discovered it was in the stop mode. The key-lock feature was activated. No physiological effects were reported. The infusion device was requested for evaluation.